Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because display issue was not resolved with troubleshooting.

Manufacturer narrative:
(B)(4). Evaluation summary: the device passed the homechoice return instrument test / evaluation (rite) electrical test but failed the rite functional test due to an unrelated issue. The device subsequently passed accuracy and temperature functional testing and was determined to meet functional specifications relative to the increased intra-peritoneal volume (iipv) found in the device logs. The cause of the iipv was determined to be: insufficient drain; one or more cycles advance to next fill when slow / no flow occurred above the minimum drain volume threshold. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
Two increased intraperitoneal volume (iipv) situation were identified in the log of a returned homechoice (hc) device. This is report 2 of 2. The iipv occurred on (B)(6) 2010 during drain cycle 5. The programmed fill volume was 2300ml and the cycle ultrafiltration was 1724ml, indicating a drain volume of 4024ml. This volume meets baxter?s iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up medwatch will be submitted upon completion of the evaluation or if any additional information is received.